Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and a heart rate in the 30 beats per minute (bpm) range. The lead measurements were noted to be normal. No additional adverse patient effects were reported. It was recommended to have the patient follow up with their physician. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the syncope was not related to the device, and no actions or interventions were required. The device remains in service.